Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where due to wear of flexibility adjustment mechanism o-ring, water tightness was lost, due to wear of scope cover packing, water tightness was lost, due to wear of angle wire, bending angle in down direction does not meet the standard value, the plastic distal end cover has a crack, objective lens has a chip, the light guide lens has a chip, the adhesive on the bending section rubber has wear, and the universal cord has buckling. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/ suction channel with a suction pump and the forceps elevator moved to raise and lower 3 times in water during aspiration. During manual cleaning, the device was presoaked, and the detergent used was intercept plus. The instrument/suction channel, the suction cylinder, and the instrument channel port were brushed. The forceps elevator raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed, and the distal end being brushed with the channel-opening brush and single use soft brush. The automated endoscope reprocessor (aer) used was medivators advantage plus with intercept plus detergent and rapicide a och b disinfectant. The device was dried by wiping with a clean towel/paper and torkskap and stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there were no detections. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for numerous colony forming units (cfus) of bacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.